Event description:
(Os 16.816). The dentist reported 2 months after the dental implant was installed in intraoral region #18 it was verified its non osseointegration. 30 ncm of primary stability was achieved and immediate load was not performed. Patient presented bone type ii and fistula.